Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an 5-4mm amplatzer duct occluder was selected for implant on (B)(6) 2024 using a 6f amplatzer torqvue delivery system. During the procedure it was noted that the device was unable to be retracted into the delivery system for a recapture. The device was removed from the patient and the delivery system was replaced with a new 6f amplatzer torqvue delivery system. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
An event of difficulty in recapturing the amulet occluder was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that no anatomical interference or angulation, or a kink in the delivery system was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an 5-4mm amplatzer duct occluder was selected for implant on (B)(6) 2024 using a 6f amplatzer torqvue delivery system. During the procedure it was noted that the device was unable to be retracted into the delivery system for a recapture. The device was removed from the patient and the delivery system was replaced with a new 6f amplatzer torqvue delivery system. The device was implanted. The patient did not present with any clinical signs or symptoms. The patient status was stable.